Event description:
On (B)(6) 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-4068-25tl, suturelasso¿ sd, 25° tight curve left, smooth shutting was not achieved due to the inconsistent wire loop thickness. This was detected during a rcr on (B)(6) 2026. The procedure was completed successfully by replacing it to another ar-4068-25tl. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.